Event description:
A report was received on (B)(6) 2023 from the dialysis nurse of an 83-year-old male skilled nursing facility (snf) patient with a medical history including end stage renal disease, who stated blood was observed leaking from the cartridge following a hemodialysis treatment on (B)(6) 2023. Additional information was received on 01 may 2023 from the dialysis nurse manager who stated the patient did not experience any symptoms and did not require medical intervention.

Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".